Manufacturer narrative:
1/21/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an adhesion procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.